Event description:
On (B)(6) 2009, the pt reported that both the up and down buttons of her infusion device are defective. She stated that the up button does not work at all and the down button works intermittently. She stated the issue began 2 weeks ago and she switched to her backup infusion device. She stated that the infusion device has not been dropped or exposed to water. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.